Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pump module alarmed for channel error during an infusion of mesna at a rate of 1.2ml/hr. Via short primary infusion set connected to normal saline infusing at 30ml/hr. It was then reported that the clinician checked in on the unit and "they had completed that dose and hung another dose." With the change in tubing, "it seems as though this error has gone away. " there was patient involvement but unknown if there was harm. Bd was made aware of additional information from the customer through follow-up. It was reported by the hospital's inpatient oncology service line clinical nurse educator that the issue has been resolved. The clinician stated that "it turns out the tubing that was in the set may have been the issue." They changed out the tubing and "the pump then worked." Although requested, additional information was not provided, and the customer stated that samples will not be sent to bd for further investigation.